Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause of the peeling tissue pad cannot be identified, the following step-by-step scenario likely caused the event: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The following is included in the instructions for use: "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. A visual inspection on the ¿as received¿ condition was performed on the device. A foreign material, and residue on the distal end was observed . The ptfe pad (teflon pad) was inspected and found to be partially separated from the jaw, exposing metal. The distal end of the device was inspected, and no indication of cracks or broken probe unit. However, charred marks are observed. Additionally, inspection noted that the handle load is normal, the wiper mover is in working condition, still intact with the hand piece. The rotation of the knob torque is normal and smooth. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that the tip of the tb-0535fcs handpiece broke off during a procedure. The issue occurred at the beginning of the procedure ( therapeutic ). Per the report, customer stated "they broke while inside, but did not break off." The device was replaced and the intended procedure was completed using a similar device. There was no patient harm, no user injury reported due to the event. Device evaluation found the teflon pad partially separated from the jaw exposing metal. This report is being submitted due to the finding of teflon pad partially separated from the jaw exposing metal identified during device evaluation.